Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient has the implant for pain from her hip to knee to ankle. The patient started hurting a little bit and then the pain started biting harder and harder. There was an increase in pain in the hip which started about 8-9 days prior to the report. She had kept stimulation on 6.2 volts, but now she has to go up to 9 volts to feel a good jolt. There was a return of symptoms following a couple of falls. It was noted that it had been a while since the falls, but that she had fallen backwards for one. The patient had been doing physical therapy and had reached the finish, but was continuing at home. The patient was doing it a lot more, but started cutting back on the days when it is really hurting. The patient programmer showed that stimulation was on. The patient had the ability to change stimulation. She was on group a, program 1, at 8 volts. The patient did not have any other groups. The patient checked what program 2 felt like when she increased from 4.6 volts to 5.30 volts and reported that stimulation felt just about the same. Additional information received on (b)96) 2017 noted that the therapy was not working well at all. It was stated that it is working, but not covering her pain in her hip and knee, but especially the hip. The patient was at 8.5 volts. The patient mentioned that her hips were ¿going out,¿ and she can feel stimulation/jolts, but it is not adequate, including after turning up to 8.5 volts and switching programs. No further complications were reported or anticipated. The patient¿s medical history includes having parkinson¿s since prior to getting her implantable neurostimulator. She had been going to physical therapy to increase her core strength by mostly doing steps and balance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.